Manufacturer narrative:
The device has not yet been returned for evaluation. Should additional info be received, a supplemental form will be completed.

Event description:
It was reported that the customer had high blood glucose levels (300+ mg/dl). Customer uses cold insulin to load cartridge. Pump passed delivery sys check.